Manufacturer narrative:
Vascular complications are rare and serious side effects, although they are widely known and documented in the context of dermal filler injections. They are related to the accidental injection of the product inside a blood vessel, leading to its occlusion, or to a high amount of product injected near a vessel, leading to its compression. The local deprivation of blood supply causes tissue anoxia. If enough hyaluronidase is injected on time, symptoms can be fully resolved without sequalae. If the vascular complication is not detected, diagnosed, and treated promptly, it can lead to skin necrosis. The risk of such adverse reactions is mentioned in the instructions for use of products.

Event description:
Primevigilance notified teoxane of an adverse event on 18-mar-2025. This case (B)(4) was the first case reported by the injector, but another patient was impacted by a similar adverse event so a second case was open (B)(4). A patient was injected on (B)(6) 2025 with rha 3 in the lips with an unspecified needle. After the injection, on (B)(6) 2025, patient experienced vascular occlusion in the lips. The patient received hylenex injections and the symptoms resolved. Despite reminders, no information was provided on the potential treatment and batch number, thus the case was closed as is.

Manufacturer narrative:
Vascular complications are rare and serious side effects, although they are widely known and documented in the context of dermal filler injections. They are related to the accidental injection of the product inside a blood vessel, leading to its occlusion, or to a high amount of product injected near a vessel, leading to its compression. The local deprivation of blood supply causes tissue anoxia. If enough hyaluronidase is injected on time, symptoms can be fully resolved without sequelae. If the vascular complication is not detected, diagnosed, and treated promptly, it can lead to skin necrosis. The risk of such adverse reactions is mentioned in the instructions for use of products. This is default text configured for block h10.

Event description:
Vascular occlusion in the lips with rha3 [vascular skin disorder]. Case narrative: on 18-mar-2025, primevigilance notified teoxane of an adverse event a patient was injected on (B)(6) 2025 with rha 3 in the lips with an unspecified needle. On (B)(6) 2025, primevigilance notidfied teoxane that a second patient was injected by the same injector and experienced a similar adverse event (rc/2503077). After the injection, on in (B)(6) 2025, patient experienced vascular occlusion in the lips. The patient received hylenex injections and the symptoms resolved. On 11-aug-2025, additional information received from primevigilance and the case was reopened to update the batch number and carry out its analysis. Despite reminders, no information additional information was provided thus the case was closed as is.